Event description:
A customer reported that a pt was admitted to the hosp on (B)(6) 2014 for several medical issues. The vision of the right eye before surgery was tested at 20/100. During the planned vitrectomy procedure of the right eye, the system broke down and could not be restarted. The pt's incision was closed and the surgery was aborted. After the aborted procedure, the pt complained that he could not see out of his right eye. The pt's vision was then tested and found to be light perception only. The pt was given an injection and an intravenous drip to improve microcirculation. After the system was repaired, the pt had the second surgery to finish the vitrectomy. Silicone oil was injected into the vitreous cavity to flatten the retina, laser panretinal photocoagulation was applied and steam liquid exchange was done. After the surgery, the pt was given antibiotic ointment and other symptomatic treatments. On the second day of postoperative f/u, the right eye was tested at hand motion. The pt was discharged 1 week later. The pt came back into the hosp several months later complaining that the right eye vision was never restored. The right eye exam showed a lens opacity and a visual acuity of light perception. The pt was referred to another surgeon to remove the cataract. After the surgery, the vision did not get restored and the pt was discharged. The pt's vision was tested at no light perception before discharge.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).